Event description:
Customer reported a past high blood glucose event with a peak level of 612 mg/dl. To address the high blood glucose, the customer administered a correction bolus via pump. Tandem technical support suggested consulting with a healthcare professional to further discuss possible causes affecting blood glucose levels, and the caller acknowledged and understood the recommendation.